Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (272 mg/dl) with ketones. Customer used insulin pens to correct. System check with tandem technical support indicated that the pump was performing as intended. Customer was referred to health care provider for possible factors that may affect bg levels.